Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultralink meter displayed an error 2 message. The complaint was classified based on the call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged product issue first occurred during the end of (B)(6) 2017. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. At around the same time, shortly after, the alleged product issue occurred the patient developed symptoms of ¿shaking, weak and lightheaded¿. In response to this the patient was given food and/or drink by a non-healthcare professional. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The products were replaced. This complaint is being reported because the patient claims their blood glucose could not be measured due to the reported issue and they went on to develop signs suggestive of a serious injury adverse event after the alleged meter issue began.